Event description:
It was reported that the customer had high blood glucose levels of 160 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer reinserted the reservoir of the insulin pump. The customer also reported finding a little dust particle in the reservoir that she tried to blow lightly. The customer reported that the insulin pump again alarmed no delivery when the reservoir was reinserted. The customer then opened a new reservoir and the changed the entire infusion set and the insulin pump did not alarm no delivery. The customer was unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).